Event description:
It was reported that the customer was hospitalized around the end of july for a blood glucose level of over 500 mg/dl. The customer expressed the following symptoms of his high blood glucose level: nausea. The customer stayed in the hospital for three days on an IV. The customer stated his infusion set may have come out of his body. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)